Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus/basal. Customer's blood glucose was unknown. The alarm occurred four times in the last four times in the last month. Customer doesn't use the sensor feature and customer was able to complete the rewind sequence. Customer was advised the device needed to be replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion test wasn't preformed due to motor error alarms. The following cosmetic damage was noted on the device: cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on the display window, and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.